Event description:
On (B)(6) 2013, it was reported that the display of the patient's infusion device was partially erased in a way that could lead to a misinterpretation of the values displayed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. All tested features meet specification. The display was tested successfully. Product meets specification and no corrective actions are needed.